Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose of 29 mg/dl. Customer had a low blood glucose and was not sure why. Customer was treated with an IV and was wearing the pump at the time of the 911 call. Customer did not want to troubleshoot.